Manufacturer narrative:
As reported, the indicator window of a 7f exoseal vascular closure device did not change color at any time during the procedure, even if the vcd and the short sheath were completely withdrawn from the body. The vcd was then switched to manual compression to stop the hemorrhage. There was no reported patient injury. The vcd was used in a carotid artery stenosis procedure where the user used a retrograde puncture of the left common femoral artery. After the procedure, the 8f unknown short sheath was retained and the 7f vcd was used to block the puncture point. The process maintained a 30-45 degree angle for the delivery and retraction of the vcd. The short sheath was first withdrawn until a click was heard when the guidewire cover of the indicator merged with the "wristwatch patch" and pulsatile blood flow was heard from the return indicator. The vcd was withdrawn, and after a significant slowing down of the pulsatile blood flow, the indicator window was observed, and the blocker was withdrawn more slowly. The operator was trained and experienced in the use of the vcd, and no significant tortuosity or calcification was observed at the vascular puncture site. The patient had no infectious diseases. One non-sterile vascular closure device 7f - us was received for analysis. Per visual analysis, the unit was already inserted into a non-cordis sheath, the deployment lever on the device was not pressed and the plug was present on the delivery shaft, which was found with dried blood residues, with the indicator wire deployed and the loop in good conditions. The indicator window was received in the white/black position and the cowling/guard was found locked. No anomalies were observed during the analysis. During review of the device, it was confirmed that the plug was not deployed, and the guard was locked with the indicator wire (iw) deployed. The functional analysis could not be performed due to blood residues clogging the device. Attempts to clean the device using hydrogen peroxide in an ultrasonic bath were performed but with no success. However, the pinion gear-iw rack timing was reviewed, the iw end interaction with the iw rack pillars was examined for potential interference, and the iw was inspected for buckling. No anomalies were found on the internal mechanism of the unit. The indicator window was manually moved and successfully transitioned the three stages. There was no need for a microscopic analysis since the internal mechanism was reviewed during the functional analysis. The reported event of ¿indicator window-no change to indicator¿ was not confirmed through analysis of the returned device as it passed functional analysis by achieving all three stages of the indicator window and there were no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported no change to indicator event as the functional test could not be fully performed due to the received condition with the dried blood that could not be cleaned out in order to move the mechanism appropriately. However, as this condition would not have been experienced by the user, testing of the indicator window within the handle was performed and it was able to achieve all 3 stages of the indicator window during functional analysis. Therefore, it is possible that procedural/handling factors (such as the physician resting a thumb on the deployment lever during the retraction step) contributed to the issue experienced during the procedure. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ additionally, it was reported that an 8f sheath was used with the 7f exoseal vcd during the procedure. As reported in the product description within the IFU, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling, and could possibly affect the functionality of the device. Neither the product analysis, nor the information available for review suggest that the reported issue could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device did not change color at any time during the procedure, even if the vcd and the short sheath were completely withdrawn from the body. The vcd was then switched to manual compression to stop the hemorrhage. There was no reported patient injury. The vcd was used in a carotid artery stenosis procedure where the user used a retrograde puncture of the left common femoral artery. After the procedure, the 8f unknown short sheath was retained and the 7f vcd was used to block the puncture point. The process maintained a 30-45 degree angle for the delivery and retraction of the vcd. The short sheath was first withdrawn until a click was heard when the guidewire cover of the indicator merged with the "wristwatch patch" and pulsatile blood flow was heard from the return indicator. The vcd was withdrawn, and after a significant slowing down of the pulsatile blood flow, the indicator window was observed and the blocker was withdrawn more slowly. The operator was trained and experienced in the use of the vcd, and no significant tortuosity or calcification was observed at the vascular puncture site. The patient had no infectious diseases. The device is being returned for evaluation.